Manufacturer narrative:
Batch review performed on 16 august 2018. Lot 177251: (B)(4) items manufactured and released on 09 february 2018. Expiration date: 2023-01-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved: mectacer biolox delta ceramic ball head 12/14 ø 36 size m 0 reference 01.29.209 ((B)(4)). Lot 176385: (B)(4) items manufactured and released on 23 january 2018. Expiration date: 2023-01-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 3 months after primary. The pathogen is unknown. The surgeon revised the head and liner. The surgery was completed successfully.